Event description:
Home pt reported liquid all over the top shelf of the homechoice cart during treatment on the homechoice cycler. The pt was unable to determine the source of the leak. The location of the liquid indicates a possible tubing leak in one of the lines of the cassette. Per the pt, no pt injury or medical intervention was associated with this incident.